Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author stated no procedural death was caused by a defect of the balloon-expandable or self-expandable valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: hudziak d, et al. Short-term safety and efficacy of transcarotid transcatheter aortic valve implantation with balloon-expa ndable vs. Self-expandable valves. Advances in interventional cardiology. 2021 mar;17(1):75-81. Doi: 10.5114/aic.2021.104772. Epub 2021 mar 27. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of the short-term results of patients who underwent transcarotid access transcatheter aortic valve implantation (tavi) using balloon-expandable (be) or self-expandable (se) valves. All data was retrospectively collected from a single center registry between 2017 and 2020. The overall study population included 39 patients (be-tavi = 10, se-tavi = 29). In the se-tavi group (predominantly female, median age 77 years), 28 patients were implanted with the medtronic evolut r. No unique device identifier numbers were provided. One patient died prior to transcatheter valve implantation due to an aortic annulus rupture that occurred during the pre-implant balloon aortic valvuloplasty. This procedural complication was not linked to medtronic product. In the se-tavi group, one patient died of an unknown cause two weeks after discharge, and a second patient died three weeks after discharge due to complications following covid-19 infection. No correlation was made between evolut r and the deaths. In the se-tavi group, adverse events that occurred within thirty days of valve implant included: new permanent pacemaker implantation, tamponade, myocardial infarction, transient ischemic attack, new atrial fibrillation, need for inotropic drugs, need for blood transfusion, and moderate to severe paravalvular leak. Evolut r may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.